Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: event date updated. D4: expiration date added. D9: device returned. H4: manufacture date added. H3, h6: the device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to osartis where a visual inspection of the returned device was conducted. Visual analysis of the returned sample revealed that vertecem v+ cement kit was found with hardened cement inside the pump body of the cement mixer. No damage or defects were observed on the surface of the device. A retains tes was performed for the osartis team says no deviations was found, it must be a user or storage specific cause. The allegation cannot be confirmed. A dimensional inspection was unable to be performed due to being irrelevant to the complaint condition as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the sistema de cemento vertecem v+ . Esteril, p/n: 07.702.016s, was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed 111_06260_000_riwisa rev. F (current and manufactured) dimensional inspection: n/a. Part# 07.702.016s, lot #3a53572, manufacturing site: werk selzach logistik, supplier: (B)(4), release to warehouse date: 03 jan 2023, expiration date: 01 jan 2026 . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that the syringe got jammed before the cement had hardened. This occurred at the reconstitution/preparation of the device and at the injection. Use of another device to complete the procedure. There was 10 minutes delay due to the reported event. The procedure was successfully completed. No patient consequence. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.